Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella 5.5 supporting for a patient admitted in for a high-risk surgery. The support allowed for the procedure and was then explanted after 30 hours. Later an impact study documentation noted there had been an adverse event of sustained ventricular arrhythmia with "probable" relationship to the use of the pump. The patient was treated by "obtain potassium for multiple ventricular runs". The procedural outcome was the patient survived the surgery.